Manufacturer narrative:
(B)(4). Photo evaluation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a broken needle at the tip area could be observed. However, no conclusion could be reach as the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle tip broke while suturing the skin. They x-rayed the patient and were unable to retrieve the needle. They opened another suture to finish the case. There were no adverse consequences to the patient reported.